Event description:
No additional event information at the time of this report.

Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: b4: date of this report was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: component code was added: 4755. H6: type of investigation code was added: 4109, 4110 and 4111. H6: investigation findings code was added: 213. H6: conclusions code was added: 4310. H10: narrative/data was updated. The product was returned and the reported event could not be verified, as the exact details of device usage and the patient¿s anatomical conditions were unknown. Also, no x-rays were provided for the reported events. Based on the evaluation the device malfunction could not be verified. However, there is no existing nonconformance/CAPA/hhe/d/ie/product holds against the reported devices that could cause or contribute to the reported event. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. Therefore, based on the available information, the product was likely within specifications and likely conforming when it left zimmer biomet. Monthly post market trending review identified no adverse trends or corrective actions for the reported event or device. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. As the lot number for the iunihg is unknown, the DHR could not be reviewed. The pce will be reopened and updated should the lot number is provided and there is any indication of non-conformance, or any possible manufacturing issue related to the reported event. Lot specific complaint history review was not performed as the lot number was unknown. Instead, a complaint history review for item number iunihg for similar event was performed and 55 other complaints were identified. However, no hhe or corrective action was associated with these events. The reported event could not be recreated due to the nature of the dental device and event (loosening) and the complaint is related to the functional performance of the device. Based on the investigation and risk review, the most likely cause for the reported event is customer error in screw torqueing and/or external forces from patient parafunction. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
Customer reported that the crown loosened in the patients mouth due to the iunihg screw.